Event description:
There is no allegation from a health care professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.

Manufacturer narrative:
Please retract this MDR number 2017865-2012-06416. Based on new information received, the death was not related to the device. The cause of death was cardiac arrest.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).